Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the ball bearings have fallen off the side of the drawer 2.2. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.2 ball bearings had fallen off the side of the drawer and required to be placed back. A field service engineer found that half height 2-1 main slides were damaged, replaced the drawer, tested in hardware test application, rebooted, configured the drawer in the application and resolved the issue. The customer inventoried and tested functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the ball bearings have fallen off the side of the drawer 2.2. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.